Event description:
It was reported that after the lens was inserted, the surgeon noticed that the edge of the sfc-25 fp cartridge was squared off and rough. No patient injury.

Manufacturer narrative:
A lot order search was performed on the cartridge, and there were no similar complaints found.